Event description:
On (B)(6) 2011, per the surgical director, "the doctor was back slapping an insertion device during a hip replacement procedure and metal chipped off the edge. They believed they got all the chips. No injury reported at this time." On (B)(6) 2011 the radiologist indicated that a spot on the x-ray may be a metal flake from the instrument. He did not recommend attempting to retrieve the possible flake.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.